Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Delayed needle retraction after button depressed increasing potential needle sick injury. Severity level (reported): unknown. Injury occurred? Unsure.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your reported issue that the needle is not retracting correctly was confirmed and the cause appeared to be manufacturing related. Representative units from lots 5030829, 5171717, and 5120110 were provided for investigation. A functional test showed that the needle on some units from lots 5030829 and 5171717 failed to fully retract within the safety shield. The notch in the needle appeared to catch on the blood control valve. For lot #5120110, the needle retraction time of some units exceeded the specification. A device history record review showed no non-conformances associated with this issue during the production of these batches. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause.